Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. In this case, the explanted device was not returned to edwards for analysis due to the health insurance portability and accountability act (hipaa). Without return of the device, edwards lifesciences is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after forty (40) days due to prosthetic valve endocarditis. Enterococcus faecalis sepsis was found in blood cultures 25 days after implant. Upon visualization of the prosthesis, there was a significant amount of vegetation and one third of the annulus was dehisced. This was replaced with another 27mm pericardial bioprosthesis and transesophageal echocardiogram demonstrated a well-seated bioprosthetic mitral valve with normal function and no perivalvular leaks. Patient was transferred to the intensive care unit in hemodynamically stable condition.